Event description:
It was reported that when using the bd pyxis¿ medstation¿ es occurred a critical power kernel event, indicating the need to replace the internal battery, and a potential burning smell had also been reported. The customer reported recurring blue screen of death events on the unit and a possible burning smell detected by staff. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted the pharmacy technician to discuss the reported issue and was informed that the room where the cabinet was installed was known to experience voltage fluctuations. The fse confirmed with customer that the cabinet was normally connected to an uninterruptible power supply and requested that the pharmacy technician verify with bme whether the cabinet could be reconnected to the uninterruptible power supply. The fse later confirmed that the cabinet had been reconnected to the uninterruptible power supply and that no issues were reported. The system functioned as intended after the field service engineer assisted the customer.